Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that was seen in the clinic with pocket erosion and part of the device was visible. Blood cultures taken were positive for staphylococcus infection. The device and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.